Event description:
Right radial artery was accessed with the needle from the cordis 6f rain sheath. No wire would go through the needle even though we had blood return out of the needle. Doctor had to re-access the radial artery on a patient with an inr of 2.7 using a terumo glide slender sheath. Able to flush needle regularly on rain sheath. No harm to patient. Manufacturer response for cordis rain sheath, (brand not provided) (per site reporter). Emailed vendor rep.